Event description:
It was reported that a patient had a vaginal delivery on (B)(6) 2014 and suture was used to close the episiotomy. During the procedure, the needle broke and became embedded in the buttock. The needle fragment was visualized by xray. The patient was returned to the unit to remove the fragment and reclose the episiotomy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.